Event description:
Patient cable that connects probe to pulse oximeter failed.manufacturer response (as per reporter) for pulse oximeter, tru-sat:manufacturer insists that the cables are meeting expected life span, however, we know of no information that is currently given to patient (in operator's manual) that suggests these need to be replaced periodically or on a routine basis. This results in replacement only after device fails which is dangerous based upon the sensitive nature and intent of this product.